Event description:
Additional information was received. The patient¿s indication for use was non-malignant pain. Device failures included delivery failure and pump failure. Injuries included withdrawal, overdose, hospitalization, and surgery. Explant surgery was performed on (B)(6) 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient¿s health was failing. The patient¿s goal was to get the new pump out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018. It was reported that they were doing a pump check to see what problems the pump had and a manufacturer representative was present, but when the nurse saw the patient's phone lit up, she told the doctor the patient was recording and erased the recording. It was noted that the representative was blaming the meds on the pump not working, and when they found out the patient was recording they stopped the procedure and told the patient never to come back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient found out the doctors were mixing medications that had a major reaction if mixed when the patient asked his hcp if there was anything he could take to stop all the muscle cramps he had all the time a night. It was also reported that the patient had the pump in a plastic bag, and it could clearly be seen how many times they had missed the fill port. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a bad pump outcome. The patient stated the pump almost cost them their life and experienced 5 years of suffering. No further patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient¿s health was going in a bad direction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer indicated that they had been suffering for 5 years as previously stated and are still suffering. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the information received on 2017-nov-02. (B)(4) added to reflect the information received on 2017-nov-02. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-nov-02. The patient noted again that they were "on borrowed time". The patient stated that they were tired and did not know "how much longer [they] can hold on". No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver med ications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was receiving dilaudid and an unknown drug but name started with a ¿b¿ (unknown dose and concentration) via an implantable pump for non-malignant pain. The patient was implanted the same day the federal government sent the manufacturer a warning letter, the patient went through 5yrs of a defective pump but later stated this started the last 2-3 years,. Patient was put in and out of the hospital with withdrawals, overdrawals. Patient stated they missed the pump and filled him full of medication and he should not have been talking to us and should have been dead a long time ago from the event. The patient had it taken out and he had the pump in his possession. It had been 5 years of patients life and now he was back into the same situation that he was with the manufacturers pump and this was not going to happen and dilaudid had been the only medication in the pump. A company representative at the last pain clinic he was at stated they were mixing medication and that¿s what caused it to fail, patient stated after they knew it was bad is when they started to mix the medication. No further complications were anticipated/ reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that what the patient dealt with, he would not wish it on his worst enemy. He was tired, the damage was done. There were no further complications reported at this time.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient still had the defective pump that was removed and when you look at it close up it will explain why sometime after getting filled the patient was out for a while.